Event description:
It was reported that the implantable cardiac monitor showed intermittent ventricular over and undersensing on stored strips. The device is also at end of service (eos) which makes the storing of events unreliable due to the unpredictability of the battery. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).